Event description:
It was reported that after a swan ganz catheter insertion, the pt developed chest pain and left-sided weakness. Air was noted in the sheath. The device was removed and neurology was consulted for air embolism. The pt required emergent hyperbaric therapy. There were no other complications.